Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017. Product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had a surgery where they put hardware in his body, the patient said that he is fused between l4-l5-s1 and they had to go in the l4 area, a level above, and put another "hardware" in there because of the fact that his back was degenerated/broke down in that area. The patient said this had nothing to do with the ins then went on to say that their ins just hadn't been covering the pain. The patient said he is getting really good coverage now after he had "the surgery", the patient was referring to the surgery he had where he had the implant and lead replaced. The patient stated he knew they had to redo his ins and put another ins in, but it was more for the lead because the patient didn't have the "right lead" in, the said he had "the plain jane lead" (percutaneous lead) and didn't have the surgical lead. The patient also stated the doctor said they were going to replace the lead and they were going to be in there anyways, so they also replaced the implant. The patient had to get the device adjusted not too long ago to get some different coverage, but now the patient is getting good coverage. No further information was reported. The patient also mentioned he was confused as to why the MRI facility was telling him he couldn't get a MRI before when it is showing full body eligible. No further information was reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead . Product ID: 977a260, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) on (B)(6) 2016 regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported there were high impedances on contacts 0-7. The rep stated that the patient had spine surgery at l3/l4 and after the surgery the patient did not have therapy on the right side. The rep checked the right lead and all impedances on contacts 0-7 were high. Lead 8-15 was fine. The rep noted that there was electromagnetic interference (emi) exposure from the spine surgery. The lack of therapy on the right side was noted to have been a sudden change after the spine surgery. Additional information received from the rep on (B)(6) 2016 reported that she was able to reprogram the patient to get some therapy on the right side. The rep noted that the patient was going to try what the rep gave him and if he was still not getting enough therapy on the right side, then he would need a lead revision to change out the 0-7 lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.